Event description:
It was reported that the cassette was loosely attached. There was no patient involvement and no patient harm/adverse event.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The root cause was a faulty dso sensor. This will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.